Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). Investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was returned. It was possible to observe that there were seven bands on the ligator and there were no damaged found; however, the four bands were found partially out of their original positions. There were three knots found on the suture and it was cut at the loop section. Further analysis noted that the evidence of suture cut at the loop section was likely to remove the device from the scope. This condition is not considered as an issue of the device. It was possible to observe that the suture was not broken. The ligator head teeth were found damaged and the suture hole was damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, prior to the procedure, it was noted that the ligator rubber cap was defective as the string was on the outside instead of on the inside of the cap that holds the bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.